Event description:
It was reported that the patient faced an occlusion event on (B)(6) 2026 which led to high blood glucose and ketones. For further treatment patient went to intensive care unit and got intravenous fluids of saline and insulin. The blood glucose level was 589 mg/dl at the time of event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).